Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot#: (B)(6), ubd: 04-mar-2028, UDI#: (B)(4) h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, it was observed that the valve was positioned too deep. Subsequently, the valve was recaptured. Two subsequent deployment attempts were made; however, the positioning was determined to be too deep each time, requiring two recaptures. Subsequently, the system was withdrawn from the patient, and a new valve and delivery catheter system (dcs) were opened and prepared. The second valve was subsequently implanted successfully. It was noted that a 20 minute procedural delay occurred as a result of the positioning difficulties. Approximately 2 days later, it confirmed via neurological assessment that the patient had suffered a stroke, and developed hemiplegia of the left side as a result.